Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens in (B)(6) 2009. Approximately 6 months postoperatively, the lens vaulted in a z-configuration. Lens repositioning was attempted, but not successful and the lens was subsequently explanted and replaced with another iol. Additional info has been requested.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b+l and subjected to visual examination which revealed only a portion of the optic and one haptic plate was returned. Unable to perform dimensional measurements due to the condition of the lens, which is consistent with lenses that have been explanted. (B)(4).